Event description:
It was reported that this right ventricular lead was explanted due to observed low amplitude r waves and ventricular under sensing at an attached rhythm event. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.